Manufacturer narrative:
The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a metal object such as a cannula. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure using a super multivac 50 ifs wand, the wand tip broke off while inside the surgical site. Prior to closure, the site was irrigated and a c-arm x-ray was taken, yet they were unable to verify if all of the pieces were retrieved. The procedure was completed and there have been no patient complications reported as a result of this event.